Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 2.3 inr/1.7 inr; 1.7 inr/1.2 inr; 2.4 inr/1.8 inr; 2.3 inr/1.7 inr; 2.5 inr/1.8 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.